Manufacturer narrative:
Conclusion code: is for the extension.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider (hcp) via a manufacturer representative (rep) reported a high impedance on one of the contacts. The extension seemed to be the problem. The extension and implantable neurostimulator (ins) were replaced, which resolved the high impedance.

Manufacturer narrative:
Concomitant products: product ID 3389s-28, lot # va0t2ne, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6), 2015, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3389s-28, lot # va0t2ne, implanted: (B)(6) 2015, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that he had a loss of symptom control and the implantable neurostimulator (ins) fell into out of regulation (oor). The patient did not feel like it was providing appropriate therapy. The oor was seen on the patient programmer and initially when the ins was interrogated with the clinician programmer. A group was added in constant current and the oor appeared while adjusting settings. The oor was seen upon first interrogation and then when it was changed to constant current. The oor was cleared after a therapy and electrode impedance test. The patient would see if the constant current mode helped and if the oor stayed cleared. No anomalies were observed and no interventions were required. The patient's indications for use were parkinson&#38112;dual and movement disorders. The exact cause of the oors was unknown and the patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the extension body conductor was broken less than 5cm from the proximal end. Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found the ins was functionally okay and there were insignificant anomalies.

Event description:
Additional information received from the company representative reported the out of regulation (oor) occurred numerous times. They were not positive what the cause of the oor was but they thought it had to do with the open circuit. Since the problem was corrected, no more instances of oor occurred and the extension was changed out. The patient was doing fine now and they were receiving effective therapy with the new extension and implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.